Manufacturer narrative:
H3: other; device not returned to manufacturer. One (1) photo was provided by the customer which was used to conduct the device analysis since the physical unit, by the time this investigation is being documented, has not been received. The customer reported that the involved device was thrown away as it had come into contact with patient body fluids. Unable to confirm the reported complaint because the device was not returned, and the reported failure mode is not seen in the photograph that was provided. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the cuff runs empty and there was an air leak from the side of the cuff. The issue of the leaking cuff was discovered in the operating room after intubation. It was stated that the patient had to reintubate two times, intubated with a straight tube through the mouth. There was patient involvement and there was patient harm reported. Adverse patient effects are unknown.